Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a clock 3 minutes late. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the clock was 3 minutes late. Please adjust. The technical support specialist had dialed into the station and fixed the time delay for medstation - mlinf2es. The system functioned as intended after the technical support specialist had investigated the device. E.1 initial reporter facility: (B)(6).